Event description:
The pt, a iddm, felt ill with vomiting on 12/14. His meter readings were between 90 and 100 mg/dl on this day. The following morning (12/15), the pt's mother found him lying in bed listless. He was transported to the hosp where a blood glucose result was "about 900". A blood test performed at the same time on the pt's meter was 95 mg/dl. No info is available regarding admission diagnosis, treatment or length of stay. The meter is reported cleaned and maintained properly and was in calibration on 1/9, reading 80 versus a range of 70-94.